Event description:
On (B)(6) 2013 (B)(6), rn injector reported this event to merz aesthetics. She reported that she injected a pt yesterday ((B)(6) 2013) with radiesse and belotero. The pt was very close to anaphylactic shock according to ER last night at 10:30pm, she was admitted into the hosp for about 16 hrs. On (B)(6) 2013 (B)(6) provided further details regarding this case. The pt had neck swelling and it was hard to breath. Linda told the pt to go to the ER. The pt had anaphylactic shock. The pt was kept in the hosp overnight and was discharged the next day. She had extreme swelling that started in the face and went to the neck. Linda stated that the pt has high blood pressure and that evening after the radiesse/belotero injection she took her medication, micorditis hcl 40/12mg 1 daily. (B)(6) stated that this may have dilated the blood vessels and allow the swelling to come into the face. The ER told the pt that this medication may have aggravated the situation. At this time the injector believed that the medication, micordis hcl was likely the problem. On (B)(6) 2013 (B)(6), rn spoke to a merz aesthetics nurse. (B)(6) injected two 1.5cc syringes of radiesse to the mid face, nlf, and ml region and one syringe of belotero to the upper lip. Both syringes were mixed with lidocaine. (B)(6) stated only the upper lip was injected with belotero because the needle dislodged from the syringe. The pt had radiesse injections several months ago without incident; however, (B)(6) stated the pt was under-filled and desired more correction. Upon leaving the office the pt was slightly swollen. After the pt arrived home, she made several calls to (B)(6) stating that the edema was worsening and progressing to her neck. (B)(6) advised the pt to go to the ER immediately. The pt was treated in the ER for angioedema and anaphylaxis and admitted overnight for observation. (B)(6) stated the pt's medical history is negative for seasonal allergies, medication changes since her last radiesse injections, latex allergy, sulfite allergy, recent infection, autoimmune deficiency or history of anaphylaxis. (B)(6) and I discussed a possible clestrace deficiency. The pt stated she took her hypertension medication (micardis) immediately upon arriving home. The physician in the ER informed the pt he felt this could have been an interaction between the radiesse or belotero and the micardis. The pt also applied arnica montana gel to her face, but this was after the edema began. (B)(6) reports the pt has had no lasting after affects from the angioedema and has recuperated nicely. On (B)(6) 2013, (B)(6), rn provided f/u info: (B)(6) has seen the pt since the event. The pt comes in to get her hair and nails done. Linda has not received any f/u info from the pt's doctors. Linda stated that the pt had radiesse in the past once before and did well. The pt looks good.

Manufacturer narrative:
The device history records for radiesse dermal filler lot 100062872 was reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event. For the belotero product: belotero balance, injectable gel, (B)(4). Cat#: 8700m0, lot #: unk. Exp date: unk, (B)(4), implant date: (B)(6) 2013, (B)(4). Reference MFR report number: 2135225-2013-00148.